Manufacturer narrative:
H4: d5 information unavailable.

Event description:
The device was used during a laparoscopic bowel resection procedure. It was reported by the rep. After the 1st firing, reloading ez35b with eru35 cartridge, stapler doesn't work, can't press firing trigger. This has happened twice before. Was replaced with another ez35b first firing ok. Returning cartridge eru35 lot no. F41r32. There was no consequence to the pt.